Event description:
It was reported that customer experienced frequent occlusion alarms over the past six months, especially during sleep, which led to two hospitalizations due to diabetic ketoacidosis. There was no information provided regarding the customers blood glucose level. The customer declined further troubleshooting, therefore no additional information was obtained.